Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late

Event description:
Healthcare professional reported "suspected alcl case", "seroma was very small and doubts it is alcl". Healthcare professional later noted the case is "not alcl". The side and status of the device is unknown.